Manufacturer narrative:
The event description does not suggest that the functional performance of the device was out of spec. The circumstances of this event indicate that user error caused the event.

Event description:
From the distributor's report: product was used to close an eyebrow laceration on a female child nine years old. The product dropped onto the eyelashes when she blinked and the lashes were bonded together. The pt was seen by an ophthalmologist. The lashes were teased apart; no other medical intervention was reported. The pt returned to the facility and is reported doing well. There was no more info provided.